Event description:
Per the clinic, the patient developed an infection around the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.